Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a skin rash under the rear therapy electrode pads. The area was described as pimples that were red and itchy. The patient reported also having sensitive skin and suffering from neurodermatitis. The patient reported using "bepahthen" on the affected area. During a follow up, the patient reported that she was using lotion on the area and was taking an antihistamine that was prescribed by her doctor. She reported that the rash was not improving. The final medical outcome of the irritation is unknown. There were no allegations of a device malfunction contributing to the irritation.